Event description:
The customer reported via phone call that he was hospitalized for a low blood glucose on (B)(6) 2015. Customer's blood glucose was 20 mg/dl at the time of admission. Customer stated that the perceived cause of the low was over bolusing. Customer decided to bypass the low blood glucose troubleshooting. Customer was put on an IV of glucose at the hospital. Customer stated that when he went to check how much insulin was left, his down button was not working. Customer's blood glucose at the time was 352 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer wanted to bypass any keypad anomaly troubleshooting.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump was received with a cracked case at the display window corners, cracked battery tube threads, and belt clip slot. The insulin pump was received with a minor scratched lcd window. The insulin pump was received with all operating currents within specification and it passed the functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The pump was received with intermittent buttons due to the corroded keypad traces. There were no button error alarms noted.